Event description:
It was reported that the patient was experiencing ineffective therapy as a result of lead migration. Surgical intervention was undertaken on (B)(6) 2023 in which the patient's drg system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8597809.

Manufacturer narrative:
The reported observation was not confirmed. The associated leads were electrically tested, and no anomalies were confirmed that would have contributed to the observation.